Manufacturer narrative:
Block b3: exact date unknown, event occurred in october prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8120-70, serial number: (B)(6), batch/lot number: 207744a, model/catalog description: artisan surgical lead 70cm, unique identifier (UDI) #: (B)(4) _gtin not found. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient developed a blood infection. The patient underwent spinal cord stimulation (scs) explant procedure. Programming was successful postoperatively. No products being returned because no rep was at explant case.